Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose was 63 mg/dl. The device was no longer alarming for low glucose alerts. The device alarmed multiple pump error alarms and failed battery during self-test. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 82 alarms noted during testing. No unexpected failed battery test alarms noted during testing. Moisture damage on motor assembly.

Manufacturer narrative:
The information related blood glucose updated and information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been changed to (B)(6) 2019. It was also reported that 63 value was insulin pump error 63 and it was not blood glucose level and customer's blood glucose level at the time of call was unknown.